Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('they were unable to tell exactly where the essure coils/ coils extrude into the uterus') in an adult female patient who had essure (batch no. 740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine in 2018 and multiparous. Unknown test: gross finding op essure coils in bilateral proximal fallopian tubes. Concomitant products included ibuprofen, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (tylenol). In 2010, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: metals/nickel allergy") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pain/pelvic pain, chronic pelvic pain"). The patient was treated with surgery (hysterectomy full, laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion and allergy to metals outcome was unknown and the pelvic pain and fatigue had resolved. The reporter considered allergy to metals, device expulsion, fatigue and pelvic pain to be related to essure. The reporter commented: patent tubes with coils, 2 on the left and 1 on the right. There was one coil noted coming from the ostia itself. There were two coils extending from the opening of the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2010: essure coils present in bilateral tubes, bilateral essure coils are seen projecting to the pelvis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion lot number:740666 manufacture date:2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('they were unable to tell exactly where the essure coils/ coils extrude into the uterus') in an adult female patient who had essure (batch no. 740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine in 2018 and multiparous. Unknown test: gross finding op essure coils in bilateral proximal fallopian tubes. Concomitant products included ibuprofen, oxycodone hydrochloride; paracetamol (percocet) and paracetamol (tylenol). In 2010, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: metals/nickel allergy") and fatigue ("fatigue"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pain/pelvic pain, chronic pelvic pain"). The patient was treated with surgery (hysterectomy full, laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion and allergy to metals outcome was unknown and the pelvic pain and fatigue had resolved. The reporter considered allergy to metals, device expulsion, fatigue and pelvic pain to be related to essure. The reporter commented: patent tubes with coils, 2 on the left and 1 on the right. There was one coil noted coming from the ostia itself. There were two coils extending from the opening of the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2010: essure coils present in bilateral tubes, bilateral essure coils are seen projecting to the pelvis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received. This case is valid case. The previously reported event injury was replaced with allergic or hypersensitivity reaction type: metals, nickel allergy, pain, fatigue, device expulsion. Outcome of the events were updated. Concomitant medications were added. Essure removal date was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.